Event description:
It was reported that on (B)(6) 2022, a 35mm amplatzer pfo occluder was selected for implant. The defect was evaluated via ice. The user experience difficulty inserting the occluder into the loader. Once in the left atrium, the device deployed with an unspecified deformation. The occluder was re-sheathed and deployed again, however the issue persisted. No interactions with cardiac structures were reported and there was no angulation or kink of the delivery system. The occluder was never released from the cable and removed from the patient. A new 30mm amplatzer pfo occluder was selected and successfully implanted. The patient was hemodynamically stable throughout the procedure and no clinically significant delay was reported. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
N/a.